Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited intermittent loss of capture. The implantable pulse generator (ipg) exhibited a pacing rate that was below programmed parameters. It was further noted that the patient was experiencing bradycardia and dizziness. The physician elected to increase the outputs of the rv lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.